Event description:
Customer reported the system was displaying a filament charger error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries.